Manufacturer narrative:
Device was not implanted. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the device did not deploy properly. The following information was provided by the user facility: it was an 8f femoral access for a cto rca procedure. The physician had set the anchor and was pulling back tension on the handle. The device seemed to get caught and did not continue to compact downward. The compaction marker was not seen and the patient was beginning to bleed heavily as it was an 8f arteriotomy. The femoral anatomy seemed to be relatively normal. The estimated blood loss was <250cc. Manual compress was performed. It was reported that the patient condition was stable. Additional information was received on 12/14/2017: it was reported that the procedure outcome was successful, hemostasis was believed to be achieved, they held manual pressure for over 40 minutes and the patient did not have any hematoma when they left the room.

Manufacturer narrative:
One used 8fr angioseal evolution device was received for product evaluation. The device was not returned with any accessory components. The returned device was then subjected to visual analysis where blood-like substance was identified on the device. Neither the collagen nor the anchor were returned. There was no hemostatic sheath mated with the carrier tube assembly. There were two kinks in the carrier tube assembly approximately 3.44" and 4.98" from the distal tip of the carrier tube assembly as measured with a sliding gauge. There was no portion of the compaction tube exposed. The button was stiff. The upper handle was then removed from the lower handle exposing the gearbox assembly. The gearbox assembly was in the distal position. There was no portion of the rack proximal to the gearbox assembly. There was blood like substance present in the upper and lower handle and on the gearbox assembly. No gross visual anomalies were noted with the gearbox assembly as it rested on the lower handle. The gearbox assembly was then examined. The suture could be seen in the grooves of the rack. The suture was tethered to the spool with the suture stake, which was not pressing against the clutch gear. Three were no remaining turns of suture left on the spool. The drive gear was properly seated. No gross visual anomalies were observed with the gearbox assembly. The gearbox assembly was then functionally tested by turning the drive gear clockwise moving the rack proximally. As the drive gear was turned, extreme resistance was felt as the rack attempted to retract from the kinked areas. No further functional testing could be performed as the kinks and the blood like substance inhibited testing. The complaint was confirmed for tamping issues. Based on the condition of the returned device no root cause of the complaint could be determined. The two kinks in the carrier tube assembly hindered further functional testing. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.